Event description:
Caller reported blood glucose results of 103 mg/dl, 78 mg/dl, 152 mg/dl. And 79 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the sys, replacement was sent.